Event description:
It was reported that during npwt utilizing a renasys go pump, the pump didn't generate any alarm when the dressing was not being compressed due to an air leakage. The treatment was continued with a back-up device. There was no patient harm and no delay in therapy was reported.

Manufacturer narrative:
The device was sent to our technical centre so an evaluation could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications.